Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital unresponsive due to an unrelated issue. Upon interrogation, the right ventricular lead exhibited low impedance and an increase in capture thresholds. The device was reprogrammed. No further information available regarding patient condition. Patient will continue to be monitored.